Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2004, a gore excluder bifurcated endoprosthesis contralateral leg component was implanted. It was explanted on the same day.